Event description:
Received medwatch ufi/importer report (B)(4): customer states pt's inner cannula to a 6 shiley lpc trach tube was very loose. It accidentally became dislodged, therefore, pt was disconnected from support. Covidien has made multiple attempts to gather further details surrounding this report.